Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was observed to have a frayed cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and determined that this complaint is not reportable in the reporter's country as it did not contribute to adverse events or serious injuries.

Manufacturer narrative:
The 8mm prograsp forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.